Event description:
It was observed that during the device evaluation, the subject device exhibited light guide rod lens with foreign material, lens glue chipped, ccd (charged coupled device) cover lens glue chipped, and distal end defective glue. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.